Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator and beam were aligned and the encoder board was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the collimator on the 6800 system closed down and the system locked up. No pt injury was reported.